Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 410 mg/dl at the time of incident. The customer also reported having sensor issues. Customer will not be returning the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.